Event description:
As the physician was advancing the 18g insyte IV, there was blood on the chamber and at the same time blood seeped on the side of the needle/catheter so the needle was retracted, but the hub fell off and no catheter was seen going in on the IV site. X-ray confirmed that no part of the catheter had been retained and upon inspection, the catheter was retracted back together with the needle. There was no injury to the patient.